Event description:
It was determined based on internal reporting that the lead was implanted after the use by date had expired. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was determined based on internal reporting that the lead was implanted after the use by date had expired. The lead has since been explanted and replaced due to an associated lead and no performance problems were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was determined based on internal reporting that the lead was implanted after the use by date had expired. The lead has since been explanted and replaced due to an associated lead and no performance problems were noted. No patient complications have been reported as a result of this event. Product event summary:the full lead was returned in segments. Analysis was performed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.